Event description:
The customer reported that the insulin pump was not delivering the amount of insulin that she programs. The blood glucose reading at time of call was 255mg/dl. The customer also stated that she does not believe the insulin pump is delivering a no delivery alarm as it should. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.